Event description:
It was reported that balloon rupture with additional incision occurred. The 90% stenosed target lesion was in a shunt located in the moderately tortuous blood vessel. A 6.0 x 40, 75cm mustang balloon was advanced for dilation. During the procedure, a puncture was performed from the cephalic vein of the forearm, and a total of four stenosis up to the cephalic arch, and inflation was performed from the distal part of the puncture. However, inflation at 24 atmospheres applied at 30-second intervals, the balloon ruptured at mid lesion of the 3 lesions. The rupture was horizontal and could not be pulled into the sheath, so it was also difficult to remove the sheath. A 3 mm incision was made in the skin using a spitz scalpel to remove the device and 3 stitches were applied. The procedure was completed using this device. There were no patient complications reported post-procedure.